Manufacturer narrative:
This report was sent in error the white substance was adhered on the control section would not cause or contribute to a death or a serious injury if it were to recur it was not necessary to create a report for the combined device, as per event description. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had the white substance was adhered on the control section. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital, the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.